Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419388 lead implanted 2005 (B)(6); 5076-52 lead implanted 2002 (B)(6). (B)(6).

Event description:
It was reported that high right ventricular (rv) lead thresholds may have led to early battery depletion of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced while the pacing portion of the rv lead was capped and replaced. No patient complications have been reported as a result of this event.